Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that she obtained error 2 messages on her onetouch verioiq meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that she had obtained error 2 messages during the month prior to contacting lfs. The patient manages her diabetes with a combination of humalog and lantus insulins. She reported that after obtaining the error messages, she continued administering her usual doses of medication. She denied developing any symptoms as a result of the alleged issue, but reported that her ¿sugar was high¿. She indicated that her hcp sent her to the emergency room (ER), where, on (B)(6) 2017, a blood glucose result of ¿296 mg/dl¿ was obtained on the ER/hospital meter. The patient reported that she received treatment of ¿IV fluids¿ from a healthcare professional, also on (B)(6) 2017. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time and based on the information provided, there had been no trauma to, or misuse of, the meter. The patient described the correct testing steps and she confirmed that she had used the correct test strips. When the power button was pressed, the error 2 message did not occur. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, i.e. High blood sugar level and treatment from an hcp of that given for severe hyperglycemia, after the alleged product issue began.